Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The de novo lesion was located in a severely calcified unspecified vessel. Access was obtained through the femoral artery. The physician advanced the 3.25x15mm quantum maverick balloon to the lesion and on the first inflation, inflated the balloon to 12atms. On the second inflation, the balloon was inflated to 16atms for approximately three seconds and the balloon ruptured. The device was removed intact. The procedure was completed with the second inflation of this device. No patient complications were reported and patient status is good.

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)